Event description:
The customer initially reported that their device was showing the attention and service wrench icons. After an evaluation by physio-control, it was observed that the internal hlc batteries had depleted to a point where defibrillation therapy may not be delivered. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a capacitor, designator c13 from the digital pcb assembly, which caused excessive current leakage and depleted the internal hlc batteries. It was observed that ionic residue was on the capacitor. The customer received a replacement device.